Event description:
It was reported that the abutment screw fractured inside of the implant and could not be removed subsequently resulting in damage to the implant and causing it to be removed.

Manufacturer narrative:
Zimmerbiomet complaint number cmp - (B)(4). Patient identifier (B)(6). Brand name unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number unknown / not provided. PMA/510(k) number not available. Device manufacturer date unknown / not provided.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The reported devices were returned, and the reported event (fracture screw) was confirmed following visual evaluation. Based on the evaluation, screw malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.